Event description:
During a voice of the customer survey, this female patient reported discontinuing peritoneal dialysis (pd) due to a serious infection. Additional information was provided by the pd clinic. The patient was admitted to the hospital on (B)(6) 2021 with a diagnosis of peritonitis. During the hospitalization, the pd catheter was removed, and the patient transitioned to in-center hemodialysis (hd). The patient was discharged on (B)(6) 2021 and started in-center hd on (B)(6) 2021. No additional information was provided related to the peritonitis event.

Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis therapy utilizing an unknown liberty cycler with unknown cassette and the patient event of peritonitis and hospitalization with subsequent transition to hemodialysis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the unknown liberty cycler with unknown cassette. Additionally, there is no allegation of a device malfunction or deficiency, or cassette defect reported for the event. Although no information was obtained related to culture results or the determined cause of the peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information, and no allegation of a malfunction, deficiency or defect, the unknown liberty cycler with unknown cassette can be excluded as the cause of the patient¿s reported peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
During a voice of the customer survey, this female patient reported discontinuing peritoneal dialysis (pd) due to a serious infection. Additional information was provided by the pd clinic. The patient was admitted to the hospital on (B)(6) 2021 with a diagnosis of peritonitis. During the hospitalization, the pd catheter was removed, and the patient transitioned to in-center hemodialysis (hd). The patient was discharged on (B)(6) 2021 and started in-center hd on (B)(6) 2021. No additional information was provided related to the peritonitis event.